Event description:
Response: the actual device involved in the incident was evaluated (both a visual examination and performance tests were performed). The results of the evaluation indicated that the device failure was related to user handling (misuse of the device). Please reference that attached follow-up medwatch form.

Event description:
Pt reported that infusion set tubing broke.